Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint a catheter leak was confirmed but the exact cause was unknown. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The sampled contained usage residue throughout the catheter and extension tubing. Gross visual evaluation confirmed the presence of a split in the catheter tubing near the junction of the molded joint and tubing. Microscopic examination of the split region revealed two additional splits, for a total of three splits, in close vicinity, which varied in size between 1.0mm-1.5mm. Each split was circumferential in orientation and two were against the molded joint. No evidence of mechanical instrument contact was observed near the split sites and all splits were dull, granular, and topographically complex. Tactile evaluation of the sample revealed tensile strength loss in the catheter shaft and a side-by-side comparison of the catheter against a similar non-complainant device found that both the catheter tubing and extension tubing were a shade lighter in color than the implicated device. While the exact cause for the splits was unknown, the color difference, tensile strength loss, and fracture features were indicative of potential chemical degradation along with a tensile (pulling) event. Ultimately, insufficient evidence existed to confirm these possibilities or determine the root cause to the event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred in the tapered part towards the bifurcation part of the solo catheter. It was stated line was in situ since (B)(6) 2017; patient went for holiday and partner flushed the line, found out it was leaking. The line was removed.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage occurred in the tapered part towards the bifurcation part of the solo catheter. It was stated line was in situ since (B)(6) 2017; patient went for holiday and partner flushed the line, found out it was leaking. The line was removed.